Event description:
There was an allegation of a questionable glucose result using the accu-chek inform ii test strips with an accu-chek inform ii meter + rf for one patient. The initial result was 601 mg/dl at 10:06 am. The repeat result was 414 mg/dl at 10:08 am.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial number is (B)(6). A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The product has been requested for investigation but has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
The customer material was not received; therefore, a substantial investigation could not be completed. With the information provided, the investigation determined that there was no product issue found.